Event description:
Trocar broke off of the drain tubing while pulling through to skin. Fragments of the silicone tubing shredded into patient's tissue. Staff noted the product to be of inferior quality. Or staff also identified the drain to have inferior design in that there are 2 different size diameters on the drain line which makes it very painful during drain removal in the post-op setting. Provider stated he has had the same problem with the drain falling apart while you are trying to use it at least three times. It shreds and he stated he is left trying to clean out debris from inside the tissue.